Manufacturer narrative:
Medical device expiration date: unknown, device manufacture date: unknown, (B)(4). Investigation summary: bd had not received samples or photos from the customer for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted.

Event description:
It was reported that 2 bd vacutainer® ultratouch¿ push button blood collection sets would not retract. The following information was provided by the initial reporter: "it is reported 2 phlebotomist experienced needle sticks. Verbiage received, "two separate phlebotomist's sustained accidental needlestick injury to the hand area because the needle did not fully retract after they push the activation button. They were both in the process of putting the needle into a sharps collector.""